Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was requested. A batch review was conducted and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a nurse who was unable to connect the minicap transfer set to the titanium adapter. There was no adverse event associated with this report. No additional information is available at this time.